Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected abnormal right ventricular (rv) lead impedances. The device is included in the minute ventilation signal oversensing advisory population communicated on (B)(6) 2017. The minute ventilation sensor was reprogrammed. No adverse patient effects were reported. The device remains in service.